Event description:
It was report that during an implant, the atrial lead would drop from fixation to the cardiac tissue in the right atrium. There were several attempts made but the atrial lead continued to drop. The physician declined to reposition due to patient's underlying rhythm of atrial fibrillation. The atrial lead remains implanted and inactive. There were no adverse health consequences to the patient.